Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("genital bleeding") in a 34-year-old female patient who had essure (batch no. A50512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, premature ovarian failure and abdominal pain. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced cystitis ("bladder infection"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("labile moods"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and rash ("brownish rash"). On an unknown date, the patient experienced emotional disorder ("very emotional"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy in (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the emotional disorder, mood swings, genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, rash, fatigue, weight increased and alopecia outcome was unknown. The reporter considered alopecia, cystitis, emotional disorder, fatigue, genital haemorrhage, menorrhagia, mood swings, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion on unspecify date (B)(6) 2015 pathology test revealed, uterus (hysterectomy).cervix- focal dysplasia (mild to moderate). Atypical squamous metaplasia. Mild chronic cervicitis. Uterine corpus: proliferative phase endometrium. Myometrium, no remarkable histopathology. Fallopian tubes, bilateral (salpingectomy).- mild vascular congestion and inflammation, nonspecific. Serosal cysts, benign. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain,"bladder infection,labile moods,rash most recent follow-up information incorporated above includes: on (B)(6) 2018: events: hormonal changes describe: very emotional, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder, rashes or skin conditions type: brownish rash, pain, fatigue, weight gain, hair loss were added. Hysterectomy with bilateral salpingectomy in (B)(6) 2015 was added as treatment received. Lab data and lot number were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("genital bleeding") in a 34-year-old female patient who had essure (batch no. A50512,a60512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, premature ovarian failure, abdominal pain, lymphadenopathy, hypothyroidism, salivary gland mass, premature ovarian failure, thyroid nodule, cholecystitis and endometriosis. Concomitant products included calcium, ergocalciferol, estradiol, levothyroxine sodium (synthroid) and phentermine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced cystitis ("bladder infection"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("labile moods"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and rash ("brownish rash"). On an unknown date, the patient experienced emotional disorder ("very emotional"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy in (B)(6) 2015, cholecystectomy (B)(6) 2012). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the emotional disorder, mood swings, genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, rash, fatigue, weight increased and alopecia outcome was unknown. The reporter considered alopecia, cystitis, emotional disorder, fatigue, genital haemorrhage, menorrhagia, mood swings, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. On unspecific date (B)(6) 2015 pathology test revealed, uterus (hysterectomy).cervix- focal dysplasia (mild to moderate). Atypical squamous metaplasia. Mild chronic cervicitis. Uterine corpus: proliferative phase endometrium. Myometrium, no remarkable histopathology. Fallopian tubes, bilateral (salpingectomy).- mild vascular congestion and inflammation, nonspecific. Serosal cysts, benign. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain,"bladder infection,labile moods,rash quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new mr received- lot number was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("genital bleeding") in a 34-year-old female patient who had essure (batch no. A50512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, premature ovarian failure and abdominal pain. On (B)(6) 2012, the patient had essure inserted. In june 2015, the patient experienced cystitis ("bladder infection"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("labile moods"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and rash ("brownish rash"). On an unknown date, the patient experienced emotional disorder ("very emotional"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy in sep-2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the emotional disorder, mood swings, genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, rash, fatigue, weight increased and alopecia outcome was unknown. The reporter considered alopecia, cystitis, emotional disorder, fatigue, genital haemorrhage, menorrhagia, mood swings, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on 19-apr-2013: total bilateral occlusion on unspecify date sep-2015 pathology test revealed, uterus (hysterectomy).cervix- focal dysplasia (mild to moderate). Atypical squamous metaplasia. Mild chronic cervicitis. Uterine corpus: proliferative phase endometrium. Myometrium, no remarkable histopathology. Fallopian tubes, bilateral (salpingectomy).- mild vascular congestion and inflammation, nonspecific. Serosal cysts, benign. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain,"bladder infection,labile moods,rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain /pelvic pain / pain was on ride side') and salpingitis ('fallopian tubes - inflammation') in a 34-year-old female patient who had essure (batch no. A50512, (a605120- inv)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy on (B)(6) 2012. Concurrent conditions included obesity, premature ovarian failure, abdominal pain, lymphadenopathy, hypothyroidism, salivary gland mass, premature ovarian failure, thyroid nodule, cholecystitis, endometriosis and lumbago. Concomitant products included calcium, ergocalciferol, estradiol, levothyroxine sodium (synthroid) and phentermine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced cystitis ("bladder infection"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital bleeding"), mood swings ("labile moods /mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and rash ("brownish rash"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), emotional disorder ("very emotional /emotional ") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy in (B)(6) 2015,). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the salpingitis, genital haemorrhage, emotional disorder, mood swings, vaginal haemorrhage, menorrhagia, cystitis, rash, fatigue, weight increased and alopecia outcome was unknown. The reporter considered alopecia, cystitis, emotional disorder, fatigue, genital haemorrhage, menorrhagia, mood swings, pelvic pain, rash, salpingitis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: both sides 3 trailing coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain,"bladder infection,labile moods,rash, salpingitis lot no. A60512 reported is not valid. Lot number: a50512 manufacturing date: 2012-09 expiration date: 2015-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain /pelvic pain / pain was on ride side') and salpingitis ('fallopian tubes - inflammation') in a 34-year-old female patient who had essure (batch no. A50512, a60512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy on (B)(6) 2012. Concurrent conditions included obesity, premature ovarian failure, abdominal pain, lymphadenopathy, hypothyroidism, salivary gland mass, premature ovarian failure, thyroid nodule, cholecystitis, endometriosis and lumbago. Concomitant products included calcium, ergocalciferol, estradiol, levothyroxine sodium (synthroid) and phentermine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced cystitis ("bladder infection"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital bleeding"), mood swings ("labile moods /mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and rash ("brownish rash"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), emotional disorder ("very emotional /emotional ") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy in (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the salpingitis, genital haemorrhage, emotional disorder, mood swings, vaginal haemorrhage, menorrhagia, cystitis, rash, fatigue, weight increased and alopecia outcome was unknown. The reporter considered alopecia, cystitis, emotional disorder, fatigue, genital haemorrhage, menorrhagia, mood swings, pelvic pain, rash, salpingitis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: both sides 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain,"bladder infection,labile moods,rash, salpingitis. Most recent follow-up information incorporated above includes: on 4-dec-2020: mr received : event "fallopian tubes - inflammation", reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain /pelvic pain / pain was on ride side') and salpingitis ('fallopian tubes - inflammation') in a 34-year-old female patient who had essure (batch no. A50512, (a605120- inv)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy on (B)(6) 2012. Concurrent conditions included obesity, premature ovarian failure, abdominal pain, lymphadenopathy, hypothyroidism, salivary gland mass, premature ovarian failure, thyroid nodule, cholecystitis, endometriosis and lumbago. Concomitant products included calcium, ergocalciferol, estradiol, levothyroxine sodium (synthroid) and phentermine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced cystitis ("bladder infection"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital bleeding"), mood swings ("labile moods /mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and rash ("brownish rash"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), emotional disorder ("very emotional /emotional ") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy in (B)(6) 2015,). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the salpingitis, genital haemorrhage, emotional disorder, mood swings, vaginal haemorrhage, menorrhagia, cystitis, rash, fatigue, weight increased and alopecia outcome was unknown. The reporter considered alopecia, cystitis, emotional disorder, fatigue, genital haemorrhage, menorrhagia, mood swings, pelvic pain, rash, salpingitis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: both sides 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain,"bladder infection,labile moods,rash, salpingitis. Most recent follow-up information incorporated above includes: on 15-dec-2020: update of information (batch is inv). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.